Event description:
The dr was unable to insert the iab because the sheath was damaged during insertion. The iab and sheath were not returned to co for eval. They were discarded by the facility. Event complications: none from the event-reported 3/10/97. Pt's current status: unk-rpt'd 3/10/97.